Manufacturer narrative:
Product ID: 3889-28, lot# va1t59s, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that based on the patient concerns and lack of efficacy, a lead revision was performed on (B)(6) 2018. It was further stated that upon inspection, it appeared the lead was cut about 2" past the ins insertion header and the ins was removed from the pocket site and the remaining lead was explanted. A new lead was implanted with no issues. Impedance were checked and all reported out fine and the existing ins was utilized with the new lead. No further complications were noted or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-jul-2022, UDI#: (B)(4). Patient code (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Rep said the patient was concerned that the lead was cut by the nurse during a post-op visit, but the nurse said they trimmed a suture that was sticking out of the skin; this was causing discomfort. Patient believes the ins programs are less "affective" since the nurse visit and suture trim. The environmental/external/patient factors that may have led or contributed to the issue was the patient felt pain at the ins site when rolling over in bed. The diagnostics/troubleshooting performed was the office requested the rep to see the patient on (B)(6) 2018 to check the system. An impedance check was ran and appears to be fine. Stimulation was felt on programs 2 and 3 at 1.4v and 1.5v respectively. Programs 1 and 4 were not beneficial and "stimulation over +6amps". The actions/interventions taken to resolve the issue was the rep explained the lead may have migrated and suggested trying programs 2 or 3. It was also explained to the patient that the nurse didn't cut the lead during the post-op visit. The next day, patient called in saying they went home and noticed later on that evening that they didn't feel stimulation on program 1 and 4. The patient doesn't think it is a coincidence that the programs stopped working following the nurse cutting the stitch/suture. Patient said the rep told them that the lead may have shifted, may not be in the right location, and is not working, and because so, programs 1 and 4 are not working for the patient's symptoms as they used to. The rep told the patient another surgery might be needed to fix the patient's lead. Patient isn't happy and feels stuck because their healthcare provider (hcp) is not available and the rep didn't further assist after checking the patient's device; the patient is considering removing the device. They attempted programs 2 and 3, but they stimulated the patient's pelvic floor and sacral nerve in a way that is not effective for the patient's bowel incontinence; they couldn't make it to the bathroom in time on programs 2 and 3. As a result of what was reported, the patient was redirected to the hcp to discuss the next steps; the call center reviewed programming. When asked for an event date, the patient noticed the stitch/suture issue early last week. The device not working for the patient's symptoms issue was noticed last week. The patient thinks they have a follow up appointment on (B)(6) 2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1t59s serial# implanted: 2018-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient noticed another wire sticking out form their skin at the ins incision site and believes it is the lead wires because it was very thin wire at a similar location as the previous one right at the end of the incision. Patient has an appointment with a health care professional on (B)(6) the day of the call